Event description:
This complaint ticket is being migrated from gsms (pm00379059, date complaint created: 06/10/2024) to smartsolve as a part of the gsms sunset project (gsms shuts down on 01-oct-2024). The investigation will be completed and documented in the smartsolve complaint ticket. Missing images.

Manufacturer narrative:
Exam was redone. Collect logs and image included with complaint form. Forward to hsc.